Event description:
Sterile laparotomy supply pack contained a contaminate: hair found underneath the stryrofoam tray. Pack & hair retained. Hair 1 3/4" brown. Discovered when tray moved during table set-up. Since sterility of surgical field was in question, field discarded and another sterile field set-up discovered prior to patient exposure; no patient harm.